Event description:
Essure device was deployed into fallopian tube. Upon removal of the insertion device, the coil was noted to still be present on the inserter, having pulled out of the fallopian tube intact. Diagnosis or reason for use: elective sterilization. Manufacturer name, city and state: ar-med ltd. (B)(4).